Event description:
See initial report.

Manufacturer narrative:
Analysis of pump sheet revealed that a po2 value of 56 mmhg was measured at first blood gas sample taken at 10:35, with a gas/blood ratio of 0.8 and fio2 set to 80%, resulting in hemoglobin saturation percentage of 86.2%. After decontamination by gamma-rays (as per livanova procedure on blood contaminated goods), returned unit was found clogged when visually inspected, with visible traces of dried blood inside fiber bundle. The device was treated as follows: blood compartment was flushed with demineralized water and dried with compressed air to purge the device as much as possible. During the rinsing phase, waste fluid and biological deposits were eluted from outlet ports. During the drying phase, bubbling/foaming phenomenon soon developed in blood chamber, this revealing a high level of fibers hydrophilization that could have certainly impaired the subsequent gas exchange performance test with bovine blood which was not performed accordingly. Based on collected evidences, a delta pressure test was performed with bovine blood to verify the occlusion of blood path. In the early phase of the test, at 1.5 lpm blood flow rate, high resistance to blood flow was exhibited by device causing an increase of the pressure drop up to 401 mmhg. Such a behavior was traced back to the conditions of returned clogged device, that presented biological deposits inside fibres which reasonably caused the partial occlusion of filtering elements, thus reducing the open surface for blood flow. Conditions of returned device did not allow to achieve any significant test results. Verification of production records showed that noticed batch was released as conform according to specifications. Review of complaints database pointed out no further similar events notified to livanova for batch concerned from the market out of 144 total manufactured units sold worldwide (italy, germany and romania), this excluding any systematic quality issue batch-related. Taking into account all the above facts, it cannot be excluded that most likely root cause of reported gas exchange performance decay was: non-conforming thickness of fibers wall, leading to increase of gas pathway length to perform gas exchange (isolated manufacturing deviation). Deformation in the fiber bundle, leading to reduction of effective area to perform gas exchange due to shunt effect (isolated manufacturing deviation). Deposition of biological substances between fibers, leading to reduction of effective area to perform gas exchange and concomitant increase of gas pathway length to perform gas exchange (adverse event procedure-related). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information were not provided. The expiration date refers to the sterile finished product. The complained inspire 8 start p oxygenator (catalog number 050712) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050712 is similar to the inspire 8 oxygenator 050714, which is distributed in the USA, for which the device identifier is (B)(4). The product item 050712 is not distributed in the USA and it is similar to the inspire 8 oxygenator 050714, which is distributed in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished oxygenator. Sorin group italia manufactures the inspire 8 start hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in italy. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, at the begin of a bypass surgery, the inspire oxygenator showed a poor oxygenating capacity highlighted by a dark red coloration of the blood in the arterial line. Arterial blood gas analysis was immediately performed and found patient blood po2 below 60mmhg. A second blood gas analysis, performed 3 minutes later, found again patient blood po2 below 60mmhg. The medical team elected to declamp the aorta, exit the cardiopulmonary bypass and replace the oxygenator and re-start the extracorporeal circulation. There is no report of any patient injury.